Event description:
As reported by a customer in another country, a physician found foreign matter within the inner lumen of the extension tubing of the encore inflation device during a procedure. The device was replaced and the procedure continued. There was no injection of foreign matter and no patient injury. The used device was discarded by the end user facility.

Manufacturer narrative:
The device history records for the reported lot number were reviewed an no quality deviations were noted. No previous complaints have been received on the reported lot number. Because the device was not returned for evaluation, the root cause for the event was unable to be determined. All encore devices are subjected to visual inspection for foreign matter within the barrel during the production process. The reported event is not occurring more frequently or with greater severity than is usual for the device. The information contained therein is being provided to the FDA to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of boston scientific that the product which is the subject of this report in any way has malfunctioned, was defective, or casually related to any death or serious injury.